Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, dashes (---) were noted for some parameters. Attempts to reset with emergency vvi, return to standard and microprocessor download were unsuccessful. Therefore, the device was replaced.